Event description:
Patient's parent called lfs alleging that the one touch ultra meter had missing segments. Patient was reported to have taken the insulin following the attempted use of the meter. Patient's parent could not recall if pt experienced any symptoms of high or low blood glucose levels. Due to the reported missing segments issue, patient had been unable to obtain a reading. The patient did have another meter to test with at the time of concern. No blood glucose readings were provided from the other meter. There was no medical care sought from a healthcare professional. There was no evidence that the meter contributed to an adverse event. The meter is being reported due to the unresolved display issue.